Manufacturer narrative:
(B)(4).

Event description:
It was reported that reported that upon interrogation, multiple ventricular noise reversion episodes were observed. The noise could not be reproduced. Review of session records indicated that the right ventricular lead was oversensing noise. No intervention was performed. The patient was asymptomatic to the noise episodes and in stable condition.